Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported the stent graft was initially implanted 3 mm below the renal arteries. Currently the stent graft was found to have migrated and is 13mm below the renal arteries. The aortic neck is reverse funnel shaped measuring 27 mm below the renal arteries and dilated to 31 mm in diameter 13 mm further below. There is a type 1 endoleak at the proximal portion of the aortic neck, but the aneurysm is sealed. The physician stated that aortic cuffs are required for reattaching the stent graft proximally; however, the patient is undecided on how to proceed. No additional info was received.